Event description:
Reporter alleged obtaining the results of 198 mg/dl and 80 mg/dl back to back within 10 minutes on the aviva system. Reporter stated she was feeling hypoglycemic because she was sweaty and her son brought her cranberry juice with extra sugar in it. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.